Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving compounded baclofen 2250mcg/ml at 471mcg/day via an implantable pump. It was reported the patient¿s father noticed redness on (B)(6) 2021 and swelling at the pump pocket site noticed on (B)(6) 2021 and reported them to the managing physician. Symptoms were not associated with last pump refill, which was done (B)(6) 2021. There were no environmental, external or patient factors to report that may have led or contributed to the event. The diagnostics and troubleshooting performed was the patient¿s father was interviewed who described the symptoms and the pump logs were read to confirm no motor stalls. Both were done on (B)(6) 2021. The patient was scheduled for a pocket revision on (B)(6) 2021. The pump and catheter were explanted completely due to purulent drainage from pump pocket upon opening pocket incision. Cultures were done of the pump pocket fluid and patient will be admitted for observation and titration of oral baclofen. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: reduced analysis found that there were no anomalies and no further destructive testing was required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.